Event description:
It was reported that the oxygen (o2) sensor of a 980 ventilator experienced a malfunction. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) replaced the o2 sensor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during service, the oxygen (o2) sensor of a 980 ventilator experienced a malfunction. The ventilator was not in use on a patient at the time of the reported event.